Event description:
The reporter stated a blood glucose result of 276 mg/dl was received. The reporter stated that she went to the clinic and the nurse received a result of 96 mg/dl. No treatment was received based on either result. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.